Event description:
It was reported by the customer, the patient required chemotherapy for lymphoma and a groshong 7655405 catheter was placed on (B)(6) 2023. On (B)(6) 2024, there was a leakage of fluid during PICC maintenance in the nursing outpatient clinic, and there was a rupture in the catheter when it was withdrawn for 1.5 cm, and the catheter was then cut at 37 cm under aseptic manipulation and secured with an extension tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a leak from the catheter tubing outside of the patient¿s arm; however, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the patient required chemotherapy for lymphoma and a groshong 7655405 catheter was placed on (B)(6) 2023. On (B)(6) 2024, there was a leakage of fluid during PICC maintenance in the nursing outpatient clinic, and there was a rupture in the catheter when it was withdrawn for 1.5 cm, and the catheter was then cut at 37 cm under aseptic manipulation and secured with an extension tube. No other information was provided.